Event description:
It was reported the right ventricular (rv) implantable pacing lead was fractured and there was noise on the right atrium (ra) implantable pacing lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 implantable pulse generator (B)(6) 2009; 5076-58 implantable pacing lead (B)(6) 2005. (B)(4).